Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of thrombosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. D4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported that the patient presented with acute st elevated myocardial infarction. After admission, the patient received medication therapy, temporary pacemaker placement, and hemofiltration treatment. Percutaneous transluminal coronary angioplasty (ptca) and percutaneous coronary intervention (pci) were performed on the left anterior descending artery. On (B)(6) 2020, the patient was readmitted for planned right coronary artery pci. A xience xpedition stent was implanted and post-dilated with a 3.5x15 mm nc trek balloon dilation catheter (bdc). Subsequently, a thrombus aspiration catheter was used to aspirate the mid-to-distal segments of the right coronary artery twice, followed by intracoronary injection of recombinant human prourokinase through the aspiration catheter. Repeat angiography showed that the right coronary artery still exhibited no reflow. One month after the procedure, follow-up echocardiography indicated hypokinesia of the inferior wall of the left ventricle, with a left ventricular ejection fraction (lvef) of 52%. Additional information is in the article "successful treatment of recurrent no-reflow after recanalization of right coronary artery total occlusion: a case report".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.